Event description:
The customer reported alarms were not latching on the philips information center ix (pic ix) central station; it is ¿self-silencing¿ alarms. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
A philips remote service engineer (rse) spoke with the cas and the issue was escalated. The cas indicated that alarms have been triggered but do not latch on the pic ix central station despite being configured to do so. The pic ix ccua audit trail log for (B)(6) and (B)(6) 2021 and log file were reviewed by the rse. The rse found red alarm is latching ( <row action_x0020_type="red realarm/remind" clinical_x0020_user="" device_x0020_name="cmon7" action="realarm ) ,. This showed that the clinical functionality at the picix for latching alarma was functioning as expected. In order to check the clinical configuration and settings were correct , the rse requested that the cas check the monitors (mx750 and mx450) and the pic ix clinical configuration setting. The cas found that the mx750 clinical configuration was not set properly and alarm latching was not enabled in the monitor configuration.there was no product malfunction; this is considered a user issue. The onsite cas updated the configuration on the mx750 to enable latching. No further investigation or action is warranted at this time.

Event description:
A philips clinical application specialist (cas) reported on behalf of the customer that alarms were not latching on the philips information center ix (pic ix) central station; it is ¿self-silencing¿ alarms. The device was in use on a patient. There was no report of patient or user harm.